Event description:
Unit nurse stated pt was 1 1/2 hours into treatment when vent stopped delivering breaths and cycling. The pt was in apnea for about 5 minutes while decompressing chamber but, oxygen level never dropped below 90%. Nurse said they do not believe the pt was harmed. Biomed tried to get it to work but couldn't. Biomed said the locating pin for the positive stop would only turn once. He said the stop was missing. Pt diagnosis - necrotizing fasciitis. This was pt's second treatment. Protocol - 7 treatments in 72 hours. Rate of 2psi up to 2.4ata for 1.5 hours. Ten minutes up and down. Pt was vent dependent (as of today she is no longer vent dependent) and required intubation. Pt was just at the end of her treatment, had received 1.5 hours at depth, when the rt happened to notice vent was not cycling. The rt realized he no longer heard the cycling. The rt assessed the vent and found it was no longer giving pt breaths. The rt then went to use the manual button and found the manual button was not giving adequate breaths. There was no pressure behind it. The pt had spontaneous breathing through the endo tube for the 5 minutes it took to get back to the surface. During this time the vent was not giving manual vents or cycling. The rt was playing around with vent during the same timeframe and some point was able to give some breaths manually.

Manufacturer narrative:
Eval of the ventilator found the water trap was removed from the vent and that the stop pin from the exhalation time knob was missing. The vent was tested and found not to cycle. Once the exhalation time knob was recalibrated the ventilator began to cycle as expected. The cause of the reported "not cycling condition" was due to the exhalation time knob being out of calibration. This was caused by overturning the knob causing the flow to the control mechanism to be out of adjustment. Had the stop pin been present, the adjustment would not be allowed to go beyond the set point.